Event description:
This pt was implanted with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component in 2006 for an abdominal aortic aneurysm. A reintervention was performed secondary to symptomatic post-operative rupture of the aorta proximal to the trunk-ipsilateral leg component. A type I endoleak was found and two aortic extender components were placed, however unintentional coverage of both renal arteries and the superior mesenteric artery occurred. During attempted open repair of the left renal artery, a retroperitoneal hematoma was found and ruptured. There was recurrence of the type I endoleak which required add'l successful endovascular ballooning of the proximal aortic extender component. The pt experienced further bleeding from multiple sources and expired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted and involved in this event: contralateral leg component (pxc121200/04347216), manufactured at site 2017233 and two aortic extender components (pxa280300/unk and pxa230300/unk), which could not be evaluated, as there were no lot numbers available.